Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 197 mg/dl and the sensor glucose was 80mg/dl at the time of the incident. The customer reported that it alerted the customer a little while ago that it was going low with one arrow down and it said it was 95mg/dl but blood glucose was 80 points higher at 197mg/dl. The customer reported that the pump alarmed a false low and insulin was suspended but he was able to resume basal right away. Sensor glucose and blood glucose difference was not within acceptable range. The customer reported they are unable to upload to carelink. Insulin delivery was suspended due to sensor glucose value of 89mg/dl. Suspend on low limit in sensor settings was 90mg/dl. The sensor will be returned for analysis.